Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified. However, a different issue was identified, which could not be evaluated, as the cartridge was not returned. Tandem quality engineer evaluated pump data and concluded the following: multiple alarm 2¿s (occlusion) annunciated and were cleared on the night of (B)(6) 2017 into the morning hours of (B)(6) 2017. Alarms terminated four bolus delivery requests and no insulin was delivered. Cartridge change sequence was completed on the morning of (B)(6) 2017. Basal rate was set to .5 u/hr throughout the entire day. Cartridge change sequence may have been conducted to correct occlusion alarms. There is no evidence of a device malfunction or failure and no indication that the insulin pump caused or contributed to patient¿s death.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. Per the customer's healthcare provider (hcp) the only information provided to the hcp from the customer's family was that the customer collapsed in the presence of the wife, prior to expiring. Per the county coroner's office, this customer's death was not a coroner's case and an autopsy was not performed by the county coroner.